Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to lock on the in-house system. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The rfid editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement test. The instrument clamped and fired 2 green reloads and unclamped successfully.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the sureform 60 stapler would not release tissue. The procedure was completed as planned with no reported injury.